Event description:
It was reported that during a da vinci-assisted deep rectal resection, one side of the staple line from the sureform 60 instrument and black reload remained open as the staples had not taken the proper b shape and were not fully closed. The surgeon first tried to use a blue reload but could not complete clamping attempts. A green reload was then installed which also experienced clamping issues but was then able to be fired. That firing stopped halfway after a tissue too thick message. Lastly, a black reload was used and there were no errors or clamping issues. The staple line defect was oversewn, and the procedure was completed robotically. This did not cause any bleeding, but did result in a greater than 30-minute delay.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review showed that the sureform 60 stapler instrument was installed on the system 3 times and fired 2 reloads (1 green, followed by 1 black). On the first install, the system failed to detect the reload color and the user manually selected the blue reload. Across the installation, the user made 13 aborted clamp attempts, and 4 incomplete clamp attempts; no firing was attempted on this install. On install 2, the user made 2 aborted clamp attempts and 3 incomplete clamp attempts. The 6th clamp attempt was successful but was followed by a firing failure. On install 3, the user aborted the first two clamps. The third clamp was successful, and the firing was completed with 3-4 pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs. .